Event description:
During cardiac cath procedure, pt became bradycardic. Physician ordered temporary pacing catheter wire. During insertion it was noted that the wire could not be connected to pacing cables due to a change in connector. Physician changed to old style cables from inventory, connection was made, no harm to pt. Per MFR, change in wire was FDA mandated; however, facility has no record of notification of this change.